Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The device was reported to not deliver a shock or run a self-test when connected to pedi padz ii. Technical service confirmed this behavior is expected, as pedi padz ii lack the integrated short feature found in the onestep pediatric pads. To maintain readiness, staff was advised to set the test mode to "base" and connect the defib cable to the 30j test port daily. The device is functioning correctly. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.